Event description:
It was reported that during central processing, the 8 mm monopolar curved scissors (mcs) instrument had a broken wire. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the x-ray check was not performed, and there was no fragment fall; this is a wrong input via the customer portal from us, we are sorry.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.